Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low pace impedance measurements, loss of capture and undersensing. Further testing found the lead was fractured. As a result surgical intervention was performed to revise the lead. As a result of this surgery the patient was hospitalized but no additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned for analysis. If any further information is received this report will be updated.